Event description:
It was reported that after a full supply change with a cd infusion set, the patient experienced elevated blood glucose, completed a site-only change with guidance, and later experienced a delayed decline followed by hypoglycemia to 50 mg/dl that required treatment with glucose tablets and food; no infusion set abnormalities were noted upon removal and no device alarms or malfunctions were reported. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included successful self-treatment of low glucose without hospitalization. Investigation included troubleshooting and education regarding potential causes of fluctuating glucose and guidance to avoid using meal announcements to correct elevated glucose. Investigation of this case revealed no device performance issue identified and no confirmed infusion set failure, with fluctuating glucose attributed to an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.